Manufacturer narrative:
Investigation outcome: it was reported the respiratory therapist noticed the device "self cycling" before on patient. "Says it was a 100% leak with no air leaking around mask at all" and "making a very loud nice". Adjusting the mask, house and filters did not resolve the issue. The patient was removed from the device and placed on a different one. However, there was no report of direct patient involvement, nor a treatment in delay. The issue could not be duplicated during servicing of the device. The device passed all service software tests and general checks. No further problems have been reported, no additional investigation is deemed necessary at this time. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "machine started self-cycling before on patient, says it was 100% leak with no air leaking around mask, unit also making loud noise. Therapist tried adjusting mask, hose , and filters and did not fix the issue. Unit removed from service." Customer stated unit was removed from patient and a different unit put on patient to continue treatment. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.